Event description:
It was reported that during a posterior communicating artery (pcoma) aneurysm case, resistance was encountered when delivered the subject stent to go into microcatheter. On withdrawal, subject stent was found prematurely deployed at tip of microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
B5 executive summary - updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. B1 malfunction - corrected - no malfunction. H1 type of reportable event - corrected - no malfunction. H6 device code grid - updated. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a posterior communicating artery (pcoma) aneurysm case, resistance was encountered when delivered the subject stent to go into microcatheter. On withdrawal, subject stent was found prematurely deployed at tip of microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Based on additional information received from gfe response on 07-jan-2025, it is clarified that there was resistance when the subject stent was transferred through the hub of microcatheter and subject stent deployed prematurely during transfer.